Event description:
It was reported that the operator was unable to adjust the temperature on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.